Event description:
Overdelivery reported. The pump was set to infuse diprivan 10mg/ml at 1 ml/hr with a total volume to be infused of 43ml. Approx 10 minutes after the infusion was started the pump alarmed for volume infused. The 50 ml IV bottle had approx 15ml remaining. The secondary was set for 20 ml/hr but it was not in use and the volume to be infused was at zero. The pt was already intubated and mechanically ventilated for respiratory failure. She was sedated, but no adverse effects were observed. No add'l info was available.